Event description:
It was reported that this patient had received three inappropriate shocks due to oversensing. The physician suspected the electrode had moved from its original implant position. The system was reprogrammed with the tachy therapy turned off and additional information provided from the field indicated surgical intervention was later performed and the electrode was repositioned with the three incision technique. No additional adverse patient effects were reported.